Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1t701461. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket/510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator noted a green and red light showing on their remote. Troubleshooting occurred, which was unsuccessful. The red-light issue had occurred in the past which was able to be resolved. The patient plans to have a system replacement and revision. The patient had a full system removal and replacement. There were no other issues or complications reported.